Event description:
Same case as 6000093-2005-00391, 00392, 00393 they had a "stroke" post a coronary drug eluting stenting treatment procedure. The following call was taken from the pt, "caller states that they have a total of 4 stents. After placement of the 4th stent, they had an MRI and experienced a 'stroke'. Caller states that their heart felt like it was coming out of their chest; pt was white and cold as ice when they finished.' After the mir, they were admitted ot the hosp where they had a follow-up 'cardiac cath'. Caller states that the physician informed them they experienced a 'stroke' because the stents moved during the MRI. Also stated 'pt had all my clothes on and key is their pocket during the MRI. ' caller states that they do not want to be contacted." The pt did not provide a physician, therefore no additional information was available.